Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This occurred during priming. The patient was not connected and set up again with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
: During follow-up with the patient, it was reported that the leak occurred after priming and before connection. The reported leak may have been an over-prime situation. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.